Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the pain was just a result of the new implant. The nurse stated that the patient was implanted on (B)(6) 2013 and called on (B)(6) 2013, they had not even titrated her up to a therapeutic dose by that time. She stated that the patient assumed the pain would be gone with the implant. She stated that the urinary retention was a result of a uti that the patient left untreated, they suspect that she had it prior to the implant and stated the two were not related at all. The patient is doing well at this time and getting good results from her therapy. The nurse could not provide the patient's medications at the time of the event; she stated that they have recently switched over to electronic records and she was having difficulty finding this information in the patient's electronic chart. She stated that the patient's pertinent medical history was that she had peripheral neuropathy, which mainly affected her feet at the time of the implant.

Event description:
It was reported that the patient was still having some pain in her feet which is why she had pump implanted. The pain wasn't as bad as it was but was ¿still aggravating.¿ the patient went in to have an increase the week prior to the initial report. The patient noticed ¿an issue with urinary retention since she had pump implanted.¿ the device system was used to infuse dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).